Event description:
Customer reported the joystick was not functioning. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the acquisition panel. Sys operates as intended.